Event description:
It was reported the pt had met with the sjm rep and had a new pain at the ipg site. It was reported the pt was scheduled for a follow up appointment with his physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.